Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the guide wire exit port was torn, and the tip kinked. Microscopic inspection revealed that the imaging window was bent. The catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a poor image appeared, and impedance testing results indicate the device was no longer effective at receiving and transmitting acoustic energy at the working frequencies. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for use. During the procedure, while the device was outside the patient, it was noted that there was a hole in the catheter, the tip was damaged, and the guidewire was naked. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that no issued were noted during the initial flushing of the device and that the catheter issue was noted after used inside the patient. The image was not shown normally. The guidewire was not wrapped and exposed.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for use. During the procedure, while the device was outside the patient, it was noted that there was a hole in the catheter, the tip was damaged, and the guidewire was naked. However, it was confirmed that the guidewire is not from bsc. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that no issued were noted during the initial flushing of the device and that the catheter issue was noted after used inside the patient. The image was not shown normally. The guidewire was not wrapped and exposed.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for use. During the procedure, while the device was outside the patient, it was noted that there was a hole in the catheter, the tip was damaged, and the guidewire was naked. The procedure was completed with another of the same device. There were no patient complications reported.